Event description:
No additional information was provided.

Manufacturer narrative:
The customer provided mat/lot and the information was updated in d tab the samples for this complaint were returned and investigated along with pr 11991551. The investigation was for one sample of material 11532269, lot 24095231. The investigation found that the tubing torn at inlet port to filter/ too much solvent making joint stiff and brittle. The complaint of component damage at the filter/tubing port was verified. The manufacturing plant found the root cause for the filter issue to be related to incorrect assembly method. A quality alert was issued by the plant on 22may2025 to communicate and reinforce the correct solvent assembly procedure to personnel. The procedure for the assembly method was also updated on 26may2025. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris smartsite pump infusion set was damaged. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that the connection between the blue tubing and the 0.2 micron very clumsy fell apart